Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the disposable hot biopsy forceps exhibited a burn mark on the distal end. The issue occurred during a diagnostic unspecified procedure and was completed with the same device. There were no reports of patient harm.